Event description:
Additional information received from the health care professional (hcp) reported the patient hit their head back in (B)(6) 2014. After that they saw impedances on the implantable neurostimulator (ins) for electrodes 1 <(>&<)> 2 at 89 ohms and 38 ohms. The shorts were not showing up at subsequent visits.

Event description:
It was reported that over the past two weeks prior to the date of this report the patient had had more freezing events. The patient had been given more access to amplitude on the patient programmer in order to make changes. There were low out of range impedances. Impedance check was done for the first time on the date of this report. Pair 2-3 showed less than 7 ohms. The patient was using pair 1-2 in programming. The electrode impedance for 1-2 was 768 ohms which was normal. The patient had had parkinson¿s disease for over 20 years and had been using the deep brain stimulator for 11 years. It was unknown if the change in symptoms was related to disease progression or not. There had not been any falls or trauma. No intervention or outcome was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3387-40, lot# j0340295v, implanted: (B)(6) 2003, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3389s-40, lot# v017959, implanted: (B)(6) 2007, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported that the patient had fallen two days prior to the date of this report and had hit her head. On the day prior to the date of this report the patient felt as though she had a loss of stimulation and was now very symptomatic. A short circuit was noticed on the right implantable neurostimulator (ins). The patient was going to be admitted and they would attempt to diagnose via x-ray where the break in the system was. The patient's current setting was group b, bipolar, 2+1-, 3.2v, 120pw, 185hz. Therapy impedance was low and current was high. When the patient was tested at 0.7v a message was seen about impedances being out of range. The patient was then tested at 3v and the same message was received. The patient had also felt a brief shock in her chest. Impedances were c/0-989, c/1-352, c/2-332, c/3-405, 0/1-952, 0/2-948, 0/3-1096, 1/2-38, 1/3-387, 2/3-352 ohms. The patient had a loss of therapy on the left side of their body 2 and half weeks prior to (B)(6)2014. The right ins was showing a short between 1-2 which was used for therapy. The patient had a revision on (B)(6) 2014. There was clear damage on the distal end of the extension, both the ins and extension were replaced and impedance testing was normal intra-operatively and normal on subsequent days when tested, (B)(6).

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0340295v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389s-40, lot# v017959, implanted: 2007 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).